Manufacturer narrative:
A complete manufacturing records review conducted by intrinsic showed that the product was manufactured to specification. Device was discarded and not returned for evaluation. There is no suggestion from the surgeon or the peri-operative imaging that there was an issue with the initial placement of the device. Based on the CT imaging, the migration of the mesh component into the spinal canal was confirmed. Device separation and migration are known inherent risks identified in the device IFU with occurrence rates lower than those stated in our device IFU which are determined and based upon the pivotal superiority study. In similar complaints, the possible cause of the occlusion component migration was mechanical loading on the occlusion component due to intradiscal pressure developed in response to the patient's activities.

Event description:
The diagnosis was a recurrent herniation at l5/s1 left. Additionally, the imaging indicated that the mesh component had migrated into the epidural space. A reoperation was performed to remove the herniation and detached mesh component. The surgeon indicated that scar tissue had grown together with the mesh component. The mesh component was removed in pieces. The surgeon mentioned that scar tissue made the reoperation more challenging.